Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported both the left and right common femoral arteries were moderately calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide device referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. The plunger, suture, needles and cuffs were not returned with the device, limiting the investigation. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a suture breaks occurred during attempted suture placement in both the left and right common femoral arteries using the preclose technique prior to an endovascular abdominal aortic aneurysm procedure (aaa). The arteriotomies were 5f and the vessels were moderately calcified. Two additional proglide devices were deployed using the preclose technique on both sides for successful suture placement. The sheath was upsized to a 17f and the aaa procedure was completed. Hemostasis was achieved with the successfully deployed proglide sutures on both sides. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.